Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 602 mg/dl. The customer attempted to deliver a manual injection and went to the emergency room (ER) where an insulin drip was administered. Additionally, the customer was admitted to the hospital and further treated with manual injections. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer could not confirm on what date they were released from the hospital, but they were released with no permanent damage.